Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082472.